Event description:
It was reported that, during a meniscus repair, after deploy of t1 of two (2) fast-fix, t2 deploy prematurely. Ts were removed with tweezers. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was returned to for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found two devices received in their original, opened packaging. Device 1 was returned without anchors or suture with the deployment slider in the post t2/pre t1 deployment position. Device 2 was returned with t1 off the needle and t2 and the suture in their original positions. The deployment slider was behind t2 indicating this device had been cycled once. A functional evaluation found device 1 cycled as intended and device 2 deployed t2 as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and root cause could not be determined because the failure was not duplicated during product evaluation. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.